Event description:
Caller reported a malfunction on the pump, identified by malf 12. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through resetting the pump, and the malfunction did not recur afterwards. Customer was advised to continue using the pump and to reach out if the issue reappears.